Event description:
Woke from sleep by sharp shock in area of interstim ii lead (left hip) when turning over in bed. Checked interstim multiple programming options and found stimulation occurring only in left buttock, not in areas previously stimulated. Turned off stimulation until I saw my doctor. Bulge under skin observed in area of lead over left si joint. On (B)(6) 2022, physician ((B)(6), md) recommended removal of interstim and lead. Surgical explant scheduled for (B)(6) 2022. S/n interstim: (B)(4) (per wallet card) s/n lead: (B)(4) (per continuity of care document). FDA safety report ID# (B)(4).